Event description:
A customer reported a cartridge change error with their insulin pump after attempting to use three new cartridges. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to inspect and clean the cartridge area and follow on-screen instructions to complete the loading process. The customer successfully resumed using the insulin pump with the third cartridge.